Manufacturer narrative:
Investigation: x-no sample returned. Analysis and findings. Distribution history. The complaint product was purchased from origio - olstykke. Manufacturing record review. Manufacturing record review not applicable to this product. Incoming inspection review. Incoming inspection record review not applicable to this product. Service history record. No service history record found for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. However, a structural defect or assembly error as the spring-loaded pin did not move correctly can be root cause. Fault code: no fault: failure code: could not reliably be determined . Correction and/or corrective action. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by pavmed. We recently installed a g210 stacking frame(lot# 2130te07) but right side door was not attached to the unit properly and fell on top of an embryologist who was standing nearby. She blocked the falling door and injured her wrist. If she hadn't caught the door it would have crashed into the clinic's microscope & manipulator sets which would have led to a much severe accident. It seems that the embryologist will not make a big complaint out of this case, but please share with production so inspection before release can be done more thoroughly. Labelling of the unit could also be improved. Would it be possible to replace this part? Clinic would like to use both doors but cannot do so at the moment as one keeps falling off. Ri case# : (B)(4) created. 1216677-2021-00247 stacking system 230v k23050-230-o e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Report submitted by (B)(6)- we recently installed a g210 stacking frame(lot# 2130te07) but right side door was not attached to the unit properly and fell on top of an embryologist who was standing nearby. She blocked the falling door and injured her wrist. If she hadn't caught the door it would have crashed into the clinic's microscope & manipulator sets which would have led to a much severe accident. It seems that the embryologist will not make a big complaint out of this case, but please share with production so inspection before release can be done more thoroughly. Labelling of the unit could also be improved. Would it be possible to replace this part? Clinic would like to use both doors but cannot do so at the moment as one keeps falling off. (B)(4).